Manufacturer narrative:
Bottle 3 (ethanol) was removed from the instrument on two (2) occasion for 13 minutes at 10:14am on (B)(6) 2015 and 30 seconds at 10:27am on (B)(6) 2015; and the properties of the corresponding reagent station were reset at 10:27am on (B)(6) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the variance between the ethanol concentration of 77% was measured by the laboratory using a hydrometer and that calculated by the instrument software of 99.9%, indicates that an error occurred during completion of this action. Bottle 3 (ethanol) was used in the final dehydration step of the "breast and fatty" protocol started in retort b at 10:47am on (B)(6) 2015, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred when replacing the reagent in bottle 3 (ethanol) prior to commencement of "breast and fatty" protocol started in retort b at 10:47am on (B)(6) 2015, from which sub-optimal tissue processing was reported by the complainant.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 100 cassettes from the 12 hour xylene protocol in retort b. The complainant advised the affected tissue samples were re-processed using another tissue processor within the laboratory. On (B)(6) 2015 telephone support was provided by the technical assistance centre (tac) representative. The laboratory provided the ethanol concentration which was measured using a hydrometer. The measured ethanol concentration was 77% and the calculated concentration by the instrument software was 99.9%. The laboratory advised that all the liquid reagents on the instrument at the time of the event had been replaced and a validation run using non-diagnostic samples was performed. On (B)(6) 2015, a leica field support specialist (fss) provided telephone support to the laboratory in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The fss offered to provide user training, which was declined by the laboratory and state "they understand what happened and why they had the issue". On (B)(6) 2015, leica biosystems received information from the laboratory indicating all tissue samples exhibiting sub-optimal tissue processing were diagnosable.